Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported intermittent keypad response, which was reproduced during evaluation. Evaluation found the 0, 1, 2, and 3 keys to be intermittent due to a failing keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an intermittent keypad response of the # 0, 1, and 2 keys. It was also reported there was no patient involvement.